Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. Additionally, the instrument was found to have a broken conductor wire. The damage was located near the idler pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The grip cable was also found to be broken. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. There was not material missing and the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable at the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer that there was no damage noted during inspection; however, the surgeon noticed the issue prior to performing a task. There was no loss of cautery or any signs of thermal damage. The instrument did not collide with other tools nor was there any problems removing it from the cannula. A backup instrument was used to complete the procedure. No fragments fell into the patient.